Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device prompted that the device was disabled. Remote support from the customer care solution center was received, during which the rse guided the customer in performing an operational check. After running the operational check, the device returned to normal. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as an operations check resolved the reported issue. The reported problem was confirmed. The rse guided the customer in performing an operational check. After running the operational check, the device returned to normal. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.